Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed eight coils and two smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil out of its introducer sheath and into the hub of the microcatheter, and therefore the smart coil was removed. The procedure was then completed using a new smart coil, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. A bend was present along the length of the device. Conclusions: evaluation of the returned smart coil revealed a device capable of advancing through both its introducer sheath and a microcatheter. The embolization coil was undamaged. During functional testing the smart coil was able to be successfully advanced out of its introducer sheath and a demonstration microcatheter without issue. The reported complaint was unable to be confirmed. Further evaluation revealed a bend along the length of the device. Based on the return condition and the reported complaint, the bend was likely incidental to the reported complaint, and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.